Event description:
It was reported that nursing staff were in the CT room during a pt code. No trained CT personnel were in the room at that time. A nurse inadvertently stepped on the CT table up foot pedal causing another nurse, standing by the gentry end of the table, to be pushed up and through the CT gentry bore. Injuries that included abrasions and contusions to the torso area along with upper lumbar aching. No other serious injury was reported.

Manufacturer narrative:
The nursing staff stated that they tried to press the gantry e-stop buttons, but table motion did not halt. A ge service rep performed an on site eval. The system and e-stop were found to be operating to spec. Problems with the e-stop could not be duplicated.